Event description:
It was reported that during follow-up, charge time anomaly was observed. Review of the egms revealed wide qrs oversensing due to the shorted output stage detection (sosd) check during capacitor maintenance charging. It was noted that each charge was aborted immediately after the oversensed sosd, and would reinitiate after several sinus intervals. The capacitor maintenance was finally completed after several attempts. Programming changes were recommended. There were no adverse consequences to the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.